Event description:
It was reported that on an un-specified date, the patient presented with a myocardial infarction (mi) and a xience prime stent was implanted in an unknown lesion. The patient missed the follow-up appointment. The physician called to check on the patient, and the patient family informed the physician that the patient had expired. The cause of death is unknown. Aspirin was discontinued after one year of the procedure. Clopidogrel was still administered. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effect of death, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with the used of the device. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.